Manufacturer narrative:
A customer quality engineer reviewed the patient event files and could not verify the reported issue. The lp15 shock advisory algorithm measures various characteristics of an ECG to determine if a rhythm is shockable or nonshockable. These characteristics include flat content, amplitude, rate, and steepness of the slopes of the ECG. Each measurement has a corresponding threshold that demarcates shockable and nonshockable rhythms. The algorithm makes these measurements for an approximately 3-second long segment of ECG and determines if the segment is shockable or nonshockable. The algorithm repeats the process with a second segment. If the decisions from the analyses of the 1st and 2nd segments do not agree, a third segment is analyzed to break the tie. A 2-out-of-3 voting scheme is used to determine the final ¿shock advised¿ or ¿no shock advised¿ decision. Although the shock advisory algorithm has high sensitivity for shockable rhythms, occasionally, the patient¿s ECG rhythm falls outside of the algorithm¿s ability to determine a ¿shock advised¿ decision due to the measurements falling near the threshold between a shockable and nonshockable rhythm. The established performance of the lifepak shock advisory algorithm is based on testing with large data sets. Sensitivity for coarse ventricular fibrillation is 99% and specificity for non-shockable rhythm detection is 98%. The algorithm decisions in this casefile are not indicative of algorithm deviation from its established sensitivity and specificity as the ECG threshold criteria of a ¿shock advised¿ or ¿no shock advised¿ decision was met for each analysis. No evidence of device malfunction was observed during this analysis.

Event description:
A customer contacted physio-control to report that their device prompted that the ECG rhythm was shockable, however the customer believed that the rhythm was non-shockable. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted physio-control to report that their device prompted that the ECG rhythm was shockable, however the customer believed that the rhythm was non-shockable. There were no reports of patient use associated with the reported event.